Manufacturer narrative:
Additional information received on 27 april 2017 and includes: the pathogen is staphylococcus. Batch reviews performed on 15 may 2017. Lot 162657: (B)(4) items manufactured and released on 25 may 2016. Expiration date: 2021-05-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 2/10 mm left, code 02.12.0210fl, lot. 163354 (k121416). Approx (B)(4) items manufactured and released on 07 september 2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the femoral component and poly. The surgery was completed successfully. X-rays and explants are not available.